Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved re-investigation of the device evaluation. It is possible that the sandstorm image on the screen and the error of the camera system connection part occurred because there were corrosion and deep scratches in the electrical contacts of the video connector, which may have resulted in connection failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. There were no issues noted with the device. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera elite ii video system center had a sandstorm image appear on the error screen of the camera connection part. There were no reports of patient harm associated with the event.